Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsule on the left side was violated".

Event description:
Patient reported "began to notice a deterioration in health, pain in the left chest area. There is a risk of inflammation of the mammary gland." The patient is also concerned about the development of cancer. Healthcare professional reported "after opening the pocket, damage to the shell of the implant was found, free gel was deposited in the bed around the implant." The device has been explanted. This record relates to the left side.